Event description:
Investigation completed, on a smiths medical ambulatory infusion pumps, cadd legacy 1 pumps - 6400. Summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps, cadd legacy 1 pumps - 6400. The complaint of ec 1660 was duplicated, during testing. Event log was not recovered. This reported occurs, during watchdog timer error. The cause was isolated to the main power unit board near the programming port had corrosion. The main board was replaced. The overall condition of the unit was in good condition. Device passed all functional testing.

Event description:
Information received indicating that during testing a smiths medical cadd legacy pump was alarming lec 1660. There was no patient involvement in the reported event.